Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the brake cable connector of the drive train motor was not completely seated and locked on the pdb (power distribution board) that leads to fault code 16. The root cause of the unseated brake cable connector was undetermined. The brake cable was properly reconnected, seated and locked to the pdb to remedy the issue. The reported complaint of the platform producing a whirring sound was confirmed during functional testing. The root cause was due to the slipped bushing inside the drive train motor. Slipped bushing was caused by seized brake gap due to the brake cable connector of the drive train motor was not completely seated and locked on the pdb (power distribution board). During visual inspection, not related to the reported complaint, noticed crack on the front-end area of the front enclosure likely due to mishandling such as a drop. The front enclosure was replaced to address the issue. The platform failed the initial functional testing due to the fault code 16, thus confirming the reported complaint. Noticed that the autopulse platform had no brake activation whirring (open/clicking sound) upon power on. The platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the j1 brake cable connector of the drive train motor was not completely seated and locked on the pdb and unable to power the motor's brake assembly , and thereby causing the brake assembly to seize and display fault code 16. A review of the platform archive data was performed, and multiple fault code 16 occurred on the reported event date, thus confirming the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. In addition, the platform did not perform compression and produced a whirring sound. Patient use information was requested but no additional information was provided, therefore patient use is unknown.